Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident. A field service engineer (fse) observed no current failures at the station, accessed drawers with the customer, and was unable to recreate the reported issue. A full inspection of cabling and hardware was performed with no issues found. During testing, one overfilled pocket in half height drawer 2.1 was identified and the customer destocked the quantity by 2. The system functioned as intended after the field service engineer investigate the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawers 2.1 and 2.2 would not recognizing that the drawer had been shut. It would not allow the user to hit next button to take out the next medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.